Event description:
A patient underwent successful brachytherapy treatment in 2003 and returned symptomatic three months later. It was determined upon catheterization that the patient had a 3.5mm - 4mm long pseudoaneurysm formation in the proximal right coronary artery just distal to the stent. It was reported that during the original brachytherapy procedure, there may have been a dissection and some thrombus was observed distal to the stent after the centering catheter was placed, however, post dilatation of the area showed a nice result. The pseudoaneurysm was treated using a balloon catheter and the result was good. Guidant followed up as to patient status. The patient is reported to be clinically stable with no recurrent angina, and no further work up or change in medications is warranted. The patient will be monitored.